Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. The device did not have a loop at the end of the suture. The device is expected to have an end loop / anchoring feature to allow proper initiation and securement of the suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the account name/impacted hospital? It was left blank in the complaint. Ans: the account name/impacted hospital is hkl orthopaedic. 2. Were there any adverse events (i.e. Infection/complication etc), patient consequences or harm to the patient? Ans: there were no adverse events, complications, or harm to the patient reported. 3. Is the lot number for the impacted product available? Ans: unfortunately, the lot number for the impacted product is not available, as it was discarded before I was informed. 4. Was there any reported patient or user harm? No 5. Was there a significant delay? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - if it becomes available in the future, please provide lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.